Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 5.2 being off the bus and unable to recover. A field service engineer (fse) found the diagnostics led at the power management controller was illuminated. The fse inspected the chassis, removed the moab ejecting all pockets, cleared metallic debris, reseated all pockets, and confirmed proper operation in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.